Manufacturer narrative:
The srt-100 system used to deliver therapy operated within its normal design parameters. No issues associated with this system have been noted during the initial review manufacturing testing, inspection, installation, and servicing records. The device has been maintained and an inspection by service personnel showed the device operating within normal parameters with no anomalies.

Event description:
The doctor contacted sensus on (B)(6) 2019 because she had recently become aware of a patient who experienced a breakdown in the treatment area. The doctor stated that upon first exhibiting these signs, the patient was still undergoing treatment. The patient was given a break and the doctor that she had sought medical attention for the wound. The patient did not return to complete the remainder of their treatments. Sensus clinical support team was notified and contacted the doctor for more details.